Event description:
It was reported that the right atrial (ra) lead exhibited  intermittent under sensing of atrial arrhythmia, leading to false/early termination on recorded atrial tachycardia/atrial fibrillation (at/af). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
With concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2020; a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.